Event description:
Medtronic received information that during the implant of this bioprosthetic heart valve, a tear was observed in one of the valve leaflets. The valve was explanted and replaced with another bioprosthetic valve of the same model. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, initial analysis showed the valve was discolored, indicating evidence of blood contact. All leaflets were flexible. The non-coronary and left cusps were intact. A large tear in the belly of the right cusp appeared consistent with a puncture or laceration by a sharp instrument, such as a forceps. A small tear or shallow laceration was observed adjacent to the tear. All commissures were intact. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The large tear located in the belly of the right cusp appears consistent with historical events for a puncture or laceration by a sharp instrument, such as a forceps, during implant. Cuspal tear due to accidental damage during surgical implant is a known failure mode, and the device instructions for use (IFU) includes the following caution: ¿extreme care must be taken to prevent damage to the delicate valve tissue. Do not handle the tissue portion of the bioprosthesis with instruments. Even the most minor perforation may enlarge in time to produce significant impairment of valve function. Should a bioprosthesis be damaged during insertion, do not attempt repair.¿ (B)(4).